Event description:
Istent was damaged as implanted. New istent had to be opened to complete the procedure. Product had patient contact but no patient harm. Manufacturer response for istent, (brand not provided) (per site reporter). Shipping label sent. Product will be returned to the manufacturer for evaluation.